Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. It is unknown if or when the patient underwent revision surgery. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent open reduction internal fixation with tfna long system for proximal femoral trochanteric fractures. The surgery was performed by two surgeons namely a less experienced surgeon and an intern. After the blade was inserted, the intern might have compressed the fractured area excessively. The surgery had been completed without any problems. On (B)(6), x-rays were taken before the patient would move to another hospital, and some adverse events were found through the x-rays. Senior surgeons made the following comments: the reduction was the intramedullary type, the blade in question was shorter against the fractures, and the event was caused by the surgical technique. Concomitant devices reported: tfna end cap extens. 0 tan (part# 04.038.000s, lot# unknown, quantity 1). 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster (part# 04.005.524s, lot# unknown, quantity 1). Lockscr ø5 l42 f/nails tan light green (part# 04.005.532s, lot# unknown, quantity 1). This report is for one (1) 12mm/125 deg ti cann tfna 320mm/left ¿ sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 05-sep-2017. Expiration date: 01-aug-2027. Part number: 04.037.223s, 12mm ti cann tfna 320mm/left - sterile. Lot number: h443718 (sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf, was reviewed and determined to be conforming. Scn 14097 supplied by ethicon was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed because the complaint condition was not related to breakage or failure of any component part, therefore, DHR review of the raw material(s) would not be relevant to the reported condition customer quality conducted a review of the provided x-ray. X-ray reviewed, blade migration is visible. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.